Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ plus ureteral stent was implanted in the ureter on (B)(6) 2017, and was attempted to be removed during a removal catheter j procedure performed on (B)(6) 2017. According to the complainant, during the removal catheter j procedure, an attempt to remove the percuflex¿ plus ureteral stent was performed; however, distal double j failed to uncoil leaving the stent stuck in the distal end of the ureter. The stent was cut using a holmium laser and the patient was placed under general anesthesia to undergo a two hour surgery. Additionally, it was reported that trauma was noted on the ureter increasing the surgical risk and the possible complications. During the surgery the patient had trauma in the ureter due to handling, but the patient is stable now, without injury, at the conclusion of the procedure.